Manufacturer narrative:
The returned device has not been analyzed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was attempted because it exhibited loss of capture (loc). As a result, another device was used to successfully complete the procedure. No additional adverse patient effects were reported.